Event description:
It was reported that this left ventricular lead was surgically abandoned due to high, out of range pacing impedance values. A new device was implanted and a competitive right ventricular lead was also explanted due to a fracture. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).